Manufacturer narrative:
Concomitant medical products: 4296 lead, implanted (B)(6) 2017.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) pocket had to be evacuated two weeks post-implant due to hematoma. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.